Event description:
The pedicle screws were implanted in rptr's spine (l3-l4) since 6/10/94. Rptr has had disabling pain and a failed fusion. Rptr states the dr said he was going to use hooks not screws. Also, a fracture occurred after surgery.